Manufacturer narrative:
The device is not expected for return as it was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited noise on the rate/sense channel which was oversensed and resulted in inappropriate shocks. Noise was also noted on the right atrial (ra) channel. An x-ray was performed with no anomalies noted. Noise was able to be recreated with isometrics however not with pocket manipulation. The system was surgically abandoned on the left side and a cardiac resynchronization therapy defibrillator (crt-d) was implanted on the right side. No additional adverse patient effects were reported.